Event description:
It was reported that approximately one year post-implantation, the patient underwent a hip revision due to muscle weakness to replace the metal liner with a poly liner. The liner was ultimately not able to removed and the surgeon continued to use it as a prosthesis. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(b)(4)D10: cat# 00877502802 lot# 3220528 G7 OSSEOTI 3 HOLE SHELL 48MM Ccat# 00625006515 lot# J7743702 28mm I.D. 38mm O.D. Size C Bearingcat# 574103020 lot# 3050313 Femoral Stem Cementless Collarless Coxa Vara cat# 110031009 lot# 67132551 BONE SCREW SELF-TAPPINGcat# 110010242 lot# 67002337 BIOLOXÂ® delta, Ceramic Femoral HeadG2: Foreign ¿ Event occurred in Japan.The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MedWatch 3500A will be submitted.